Event description:
No information accompanied the returned device. Follow-up information received indicates the device was explanted due to the field action notification. The device was analyzed and tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.